Event description:
It was reported that the pump had an out of box failure, motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. No physical damage to device was noted. Occlusion test and motor drive test were performed while monitoring digital sensors. Motor rate error was duplicated; the optical sensor was found to operate erratically and it was partially covered by debris. The cause of this issue is manufacturing's incorrect assembly of the device. Actions were taken to mitigate the reported issues: removed debris from main board, screwed lcd back into place; performed occlusion test, power up process and all functional tests passed. Manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.